Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one mz1000 sample was received for investigation with residual fluid present; no packaging was received with the sample. A visual inspection identified a crack at the edge of the female luer adaptor; leakage was observed from the crack during a flush through. Previous investigations into complaints of this nature could not identify a definitive root cause for cracks to the luer of the maxzero; however it is possible that the cracking was caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience.

Event description:
It was reported that 3 maxzero needleless connectors experienced leakage. The following information was provided by the initial reporter: after the connector was connected, leakage occured.

Manufacturer narrative:
Medical device lot #: the initial reporter provided an invalid lot # of 19056301. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 3 maxzero needleless connectors experienced leakage. The following information was provided by the initial reporter. After the connector was connected, leakage occured.